Event description:
It was reported the video system center experienced the power sometime turns off while in use, and turns on by itself after awhile. The issue occurred during preparation for use in a diagnostic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed. According to the incoming inspection results, faulty power supply unit was confirmed, and the reported issue occurred due to faulty power supply unit. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.